Event description:
As reported, "orif was performed for ankle fracture using variax 2 fibula plate and asnis 4.0mm. X-ray taken after the plated was placed to the target site revealed that there was what appeared to be a piece of metal at the site. The metal piece was removed from the patient and the procedure was completed."

Manufacturer narrative:
Please note corrections/updates to the following: section d: product long description, product code, common device name, manufacturer, catalog #, lot/serial no., gtin section g: manufacturing site for devices section h: labeled for single use, usage of device the reported event could be confirmed. The device inspection revealed the following: the identification of the returned cannulated screw was confirmed based on the catalog # and the lot # marked. The tip of the instrument is broken, the detached fragment was returned. The surface of the breakage give indication of a sudden brittle fracture, most probably due to excessive bending and/or torsional load during implantation. The scratches visible on the elastosil handle and its discoloration give evidence that the screwdriver was used multiple times and underwent multiple cycles of sterilization. It also must be noted that the device was used for almost 20 years, meaning that breakage may be expected due to natural wear of the device. Dimensional and material integrity inspection show the device to be according to specification. Based on investigation, the root cause was attributed to a combination of user and natural wear related issue. The failure was most probably cause by excessive load applied to the already worn out instrument. The device was manufactured in 2003. A product history review was not necessary since the device is older than 15 years and no similar complaint was previously opened for the same lot number. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported, "orif was performed for ankle fracture using variax 2 fibula plate and asnis 4.0mm. X-ray taken after the plated was placed to the target site revealed that there was what appeared to be a piece of metal at the site. The metal piece was removed from the patient and the procedure was completed."